Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had an irritation under both therapy electrodes. The patient's skin was red, itchy, and flaky. The patient also reported having oozing blisters. The patient applied a powder to the irritation. The patient also visited the doctor who advised the patient to apply a lotion to the irritation. Follow-up indicated that the irritation was improving.